Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the introducer system with loaded filter was returned. The filter was fully expanded and no damages were noted. The distance between primary filter legs was according to specifications. Therefore the exact reason for filter expanding difficulties cannot be determined. However, the filter may have been somehow obstructed from fully expanding, due to some biomechanical mechanisms e.g. A clot turning into fibrin formation or ivc anatomical conditions. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement. It was inserted from the right jugular vein. Though the physician advanced the filter into the target position so as to deploy it, the legs of the filter did not expand. Another filter was used instead and the procedure was completed. Patient outcome: no information provided.